Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The issue with the distractor was detected before surgery, during surgery simulation. Procedure was completed successfully with no surgical delay and no harm to patient.

Manufacturer narrative:
Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it is reportedly still implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the angulation mechanism of the device (alveolar distractor) was not functioning properly. The green fixation screw was difficult to rotate and the device could not angulate smoothly even after the green fixation screw was loosen. The device was implanted into patient and so far there has been no impact on patient throughout distraction phase. (B)(4).